Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: during investigation, moisture was found behind the display lens. A leak was found in the display. The pump was opened to find moisture throughout the pump casing. Unrelated to the original complaint, the battery compartment was cracked at the threads to the grip pad, and from the case seal to the bumper with a leak.